Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump for intractable spasticity. The pump was programmed to deliver baclofen 1000mcg/ml at a dose of 50mcg/day. The patient complained of increased spasticity. The hcp tried to aspirate the catheter through the side port, but could not get flow. It was determined that the catheter was broken and needed a full replacement. The catheter was replaced and the issue resolved. The patient's status was reported as 'alive - no injury'. Additional information has been requested for type of baclofen used in the pump and lot number, other medications that the patient was taking at the time of the event, medical history, onset of the increased spasticity and cause of the broken catheter. If additional information is received, a follow-up report will be submitted.